Event description:
The MFR received info alleging a ventilator failed a step during testing. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. An issue related to the active exhalation control module was observed. The estimate was rejected by the customer and the device was scrapped, per the customer's request.